Event description:
It was reported that this right ventricular (rv) lead was fractured. The lead exhibited high out of range shock impedance. The plan is to see the patient soon. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).